Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwo) and post-paced t-wave over-sensing (pptwos) resulting in inappropriate automatic mode switch (ams) were detected on the device. No intervention has been performed. The patient was stable and will continue to be monitored.